Event description:
It was reported that the user experienced low glucose readings on a continuous glucose monitor, confirmed by a manual blood glucose value of 59 mg/dl, after missed and delayed meal announcements and later announcing a meal while below 70 mg/dl; troubleshooting and education were provided on appropriate meal announcement timing and to change supplies if glucose rises for more than 90 minutes, and oral glucose was used. Symptoms included urgent low glucose alarms, predicted urgent low soon, and low glucose. Outcomes included the need for oral carbohydrate treatment and follow-up, with glucose stabilizing and trending steady thereafter.

Manufacturer narrative:
Investigation included review of synced device reports and user counseling. Investigation of this case revealed user technique and use-related issues related to meal announcements as the most likely contributors. It was concluded that the event was attributable to use error rather than a device malfunction.